Manufacturer narrative:
During review of the customer-supplied five (5) data files, thermo fisher scientific identified four (4) false positive results out of a total of 1,421 samples evaluated. The false positives were attributed to air bubbles in the reaction wells that popped during pcr thermocycling. This resulted in non-specific amplification that crossed the threshold and caused false positive results. The root cause of this issue was identified as the user's improper centrifugation of the qpcr plate as customer's centrifuge setting was 1500 rpm, which equated to 300g, and our IFU recommends a centrifugal force of >650g. This prevented the trapped air bubbles from being popped prior to thermocycling in pcr. A thermo fisher scientific representative visited the site and trained the customer on proper centrifugation procedure per page 38 of the IFU (man0019181, rev. J.0), and subsequently this issue was resolved.

Event description:
Due to user's improper centrifugation, the customer encountered false positive results. On (B)(6) 2021 the customer reported slightly abnormal "wavy" baselines while running the taqpath" covid19 combo kit. The customer was using the quantstudio 7 pcr instrument (384-well block). The customer did not report any serious injuries or death. Thermo fisher was not able to confirm whether or not the false results were reported to the physicians and/or patients.